Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of increased soft-tissue laxity (looseness) or improper positioning or alignment of the components, which led to posterior instability.

Event description:
Revision due to posterior instability. This event report was received through clinical data collection activity.